Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Customer¿s blood glucose was approximately 140 mg/dl. Reportedly, the customer used more force and was able to successfully load the cartridge with half of the insulin in the syringe.